Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after completing a full supply change and later waking to elevated blood glucose levels. The patient disconnected from the device and administered a manual dose of insulin because replacement supplies were not available at the time. The patient was uncertain whether the issue was related to the prefilled cartridge or the connector and reported observing insulin inside the device. Images of the cartridge were provided, and the cartridge lot information was obtained, while connector lot information was initially unavailable. Blood glucose levels were reported to have reached approximately 400 mg/dl and remained outside the target range for several hours. The patient performed ketone testing, followed the ketone action plan, and did not seek or require professional medical intervention. No immediate adverse health effects were experienced. After returning home, the patient completed another full supply change, after which blood glucose levels stabilized and returned to within range. Follow-up communication confirmed the patient was using a steel infusion set and that the connector lot number was no longer available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.